Event description:
An impella 5.5 device was inserted via the right axillary artery in a 47-year-old male patient presenting with cardiomyopathy. The patient had a history of renal insufficiency. An rn called to report high purge pressures in the 1000s. No kinks were identified on inspection of the purge line. The team was advised to change the purge cassette and to call back if the issue did not resolve. They were further advised that tpa infusion through the purge would be the next recommended troubleshooting step. Physician requested tpa protocol. Patient remains on support. The reported events are purge pressure high, medication required, and hemodynamic instability. The device will be conservatively reported for serious injury due to medication (tpa) being required to address the event; however, there was no consequence to the patient, and support was continued without any known adverse events.

Manufacturer narrative:
A5 and a6 are unknown. The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
Corrected information was provided in b1 (is product problem). Upon review, it was identified that it was inadvertently omitted from the initial report. Corrected information was provided in d1 (brand name). Upon review, it was identified that the section d brand name has now been updated. Corrected information was provided in d3 (manufacturer fax). Upon review, it was identified that it was inadvertently omitted from the initial report. Corrected information was provided in d4 (catalog). Upon review, the section d catalog number has now been updated. H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. The cause of the hemodynamic instability was not determined due to insufficient clinical details. The cause of the high purge pressure could not be determined as no product or logs were returned for evaluation.